Manufacturer narrative:
The hill-rom technical service representative found that the composite hook was cracked. In the instruction guide for universal sling bars (7en1160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technical service representative provided the customer with the part number for a new sling bar. The customer will order and install the new sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the plastic end of the sling bar was broken. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).